Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2014. The original surgery occurred on (B)(6) 2014. The revision surgery was performed as result of infection and the original acetabular insert was swapped with another acetabular insert of the same size and shape. Both the original and the revision surgery involved omni products.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted device revealed no deviation from process or non-conformity of product that would have caused the adverse event.